Event description:
It was reported that the manufacturer representative removed the ins from trunk stock to charge it before a surgery, and the ins wouldn't charge. Telemetry issues were reported. Use of the antenna locate feature resulted in a power-on-reset (por) being displayed on insr, which then lead to the normal recharging screen. It was noted that the ins was completely empty, and it appeared that the device had been in a shallow overdischarged state. The ins had been shipped to the manufacturer representative in late february, and it was noted that the representative would typically charge an ins up to full when receiving it, though it was mentioned that it was possible that this ins had been missed before being placed into trunk stock. It was noted that the ins had not been stored in high temperatures and the implant bit had not been set. Testing at the time of manufacturing indicated that the current drain was acceptable for the tested conditions, and it was noted that it was possible that there was a slightly higher background current drain. The representative recharged the ins to full, but decided not to implant it. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed a parity power-on-reset (por) had occurred and the bit was not reset. It was noted the battery status was 100% and the service life of the device had not been started.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer representative first attempted to recharge the ins on (B)(6) 2013, and it would not recharge. On (B)(6), another attempt was unsuccessful. The representative did an antenna locate to awaken the battery and it started charging and gave a power-on-reset indicator.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.